Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurs, which the caller acknowledged and understood.